Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600 mg/dl, and she was treated with manual injections. The caller stated that she fell dizzy, lightheaded, and vomiting. Troubleshooting was performed. The time, date, and settings were correct. The customer stated that her glucose was stabilized at 284 mg/dl, and then she was released. Advised the customer to call back if her glucose level does not drop. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.